Event description:
As reported to cook: pt transferred to (B)(6) from ICU late evening of (B)(6) 2010. On repositioning pt at 01:30 on (B)(6) 2010, it was noted the (lo chest tube (pigtail catheter) was leaking from a hole proximal to stopcock. Drain subsequently removed from pt by ICU outreach team. Pt required chest x-ray. Pleural effusion from pt, so may require reinsertion.

Manufacturer narrative:
(B)(4). Pt outcome was not provided by reporter. Event eval: still under investigation.